Event description:
It was reported that an ilet user received a low glucose alert, confirmed a fingerstick around the 60 mg/dl, treated with multiple fast-acting carbohydrates and subsequently experienced elevated glucose with a reported value of 209 mg/dl; this was categorized as a user treatment issue with oral glucose and not a device malfunction. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to improper or incorrect treatment procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.